Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: unknown. The actual sample was discarded by the involved facility; therefore, the actual sample was not returned. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "do not manipulate and/or withdraw the runthrough ns through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the runthrough ns." "Do not use the runthrough ns with devices which contain metal parts such as atherectomy." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during the process of coronary artery stenting, the doctor sent the guide wire along the guide needle into the catheter, found that the out layer of the guide wire fell off, and the device could not be used. The doctor replaced the guide needle and wire and completed the operation. The guide wire had not entered the patient's body and had no harm or impact.